Event description:
Baby on ECMO bypass, ECMO technician noted by visual comparision that roller head pump was turning slower than usual. Baby's saturations were 62%-72%. Child manually bagged. Roller head pump recalibrated by perfusionist. Baby's saturation improved to mid 80'sdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data. Conclusion: device was out of calibration. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.